Event description:
Healthcare professional reported "left implant rupture and bilateral textured implant" exchange. The device has been replaced.

Manufacturer narrative:
(B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: "left implant rupture and bilateral textured implants."

Event description:
Healthcare professional reported, "left implant rupture. And bilateral textured implant" exchange. The device has been replaced.

Manufacturer narrative:
A visual analysis of the returned device identified, an opening on anterior, broken on plug strap, crease fold, and brown particles on the shell. Leak test and microscopic analysis was performed which identified, a striated opening on anterior and sharp broken on plug strap. The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is: a striated opening on anterior assessed, as surgical damage. And a sharp broken on plug strap assessed, as an unidentified (tear) opening.